Manufacturer narrative:
Investigation is currently pending.

Event description:
The device user (du) reported that the soft-shell reservoir (ssr) was not draining and there were poor/no flows. Once the liver was placed on board, the du had noticed that the ssr was very taut on the top and the bottom of the ssr was empty. The du was advised on troubleshooting steps from clinical support, but was unsuccessful at resolving the issue. Further troubleshooting was provided by clinical support, which was successfully completed. The perfusion appeared to be stable with proper flows. Subsequently, the liver was transplanted.